Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for a total of 6 patient samples tested for ion selective electrode tests on the cobas 8000 ise module. The customer provided data for one patient sample that had an erroneous result reported outside of the laboratory for ise indirect na for gen.2 (sodium). An ise voltage error occurred on the analyzer at the time of the event. The sample initially resulted as 132 mmol/l, which was reported outside of the laboratory. The sample was repeated, resulting as 140 mmol/l. The repeat result was believed to be correct. None of the patients were adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that a valve was obstructed on the analyzer. He flushed the valve with bleach. The customer ran calibration and controls. The customer also ran precision studies. All tests passed. A specific root cause could not be determined based on the provided information. The issue may be caused by air in the sample channel, current leakage coming from the waste, or an old and/or expired reference electrode. The issue found by the field service engineer could also be a potential root cause.